Event description:
We received a report that a patient developed retolenticular deposits on her clariflex intraocular lens. The reporter, her surgeon, indicated that he has performed a yag procedure which did not resolve the issue. The deposits are large and adversely affecting the patient's vision; she no longer will drive at night. She is also bothered when reading and sees a fuzzy image around the letters she reads.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed. All process operations presented in the manufacturing record from product molding to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The review of the documentation for slit lamp inspection of clrflxc lens (inspection) shows that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.